Manufacturer narrative:
Product evaluation: a sample was received with no original pouch and eds- only shunt in a sealed plastic cup with fluids. The device history record (DHR) for the lot was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. The sample was visually inspected. The sample was found to be in compliance with manufacturing requirements. Root cause: the root cause to the shunt dislocation could not be determined. Since shunt was found to be in compliance with manufacturing requirements and no deficiency or malfunction were detected. Actions taken: because the root cause could not be determined, no action is needed. There have been no other complaints reported in the lot number. Additional information was requested on 07/29/2011 and 08/15/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgical coordinator reported that a shunt was explanted because it has dislocated. The shunt was not replaced. Additional information has been requested.